Event description:
It was reported on behalf of the customer that there was rust on a weld. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional info is received, a follow-up report may be submitted.